Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high out of range pacing impedance was observed on the right ventricular lead. The impedance has been high for the entire lifetime of the lead and has been trending slowly upward. The patient was stable and will continue to be monitored.